Event description:
Before a coronary artery stenting treatment procedure, a shaft break occurred. While removing the 3.00 x 12 taxus express2 drug eluting stent delivery system from the product mandrel, the shaft tip separated and was stuck on the mandrel. The procecure was successfully completed with another 3.00 x 12 mm taxus express2 drug eluting stent. No pt complications were reported. The pt status is reported as 'satisfactory/good'.